Manufacturer narrative:
Complaint evaluation details from qa (B)(4) - s/n: (B)(4): the product was not returned so visual inspection was not performed and further information could not be provided. According to customer, the capsular bag ruptured during iol insertion. No abnormalities were found in production and inspection records of the product. Root cause was not determined. From the investigation, it is believed this issue is not product related. (B)(4).

Event description:
During implant procedure the capsule collapsed. The surgeon cut out the lens to 3 pieces and sac too. Vitrectomy performed. Patient's current prognosis reported to be stable upon discharge.